Event description:
The lay user/ reporter called lifescan (lfs) in 2007 alleging the one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the pt tested his blood glucose and he obtained a result of 221 mg/dl on the day of the call to lfs. The pt reportedly took no action after obtaining the high result. Approx one and a half hours later, the pt's friend found him unconscious. The paramedics were called and the patient's blood glucose results was 20 mg/dl on an emt meter. The pt was treated with IV glucose. Replacement products have been sent. This complaint is reported as the pt allegedly became hypoglycemic after obtaining a high result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.